Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual examination of the cartridge noted that the clip was fully formed but not completely deployed from the cartridge. Since the clinical instrument was not received the loading unit was loaded into a pmv representative instrument and fired; the pusher advanced properly and deployed the clip. The condition of the second clip precludes functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the clip not fully deployed condition may occur if the trigger of the instrument is not fully actuated. Replication of the clip body fracture may occur if the clip is applied over indicated tissue or an obstruction that exceeds the clip capacity. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had unknown issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the clips were off. New device was used to compete the procedure. There was no patient injury.